Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of her son alleging that the pump was losing power and rebooting. The reporter claimed that the pump rebooted 3 times in one day although the battery was changed twice during that time. The reporter denied that the pt had any blood glucose excursions due to the issue. This complaint is being reported due to the allegation that the pump was rebooting without any user intervention. There is no evidence; however, that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury due to the alleged issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.